Event description:
The customer reported following an ablation procedure, it was noticed that there was a blister-like formation at the pad site on the patient's upper leg. Cream was applied to the injury. The incident pad discarded by the site.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and is not available for evaluation. Review of the device history records did not identify any pertinent entries. If any additional information is obtained, a follow-up report will be submitted.